Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (pod pc), a packing coil lp, and a non-penumbra microcatheter. During the procedure, while attempting to advance a pod pc into the target location, the physician experienced resistance and decided to remove the pod pc. However, while retracting, the pod pc unintentionally detached inside the microcatheter. Therefore, the physician used the pusher assembly of the pod pc to push the detached coil into the target location. Next, the physician was unable to advance another pod pc through the microcatheter; therefore, the physician removed the pod pc and microcatheter. The physician inserted a new microcatheter and then attempted to advance a packing coil lp into the target vessel; however, the packing coil lp would not advance. Therefore, the packing coil lp was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report:3005168196-2022-00196. 1. Section d. Box 6. If implanted, give date. H3 other text: placeholder.